Event description:
On (B)(6) 2012, a (B)(6) female patient underwent aaa repair. The patient's anatomical form was suitable for the procedure as the proximal neck was straight, 20mm in diameter and 25mm in length. First, another manufacturer's excluder aortic extender was placed to occlude the ima. It migrated distally but the physician didn't do anything about it. Then a zenith flex aaa endovascular graft bifurcated main body was placed. He then placed another manufacturer's excluder legs and ballooned, however, type I or type IV endoleak was confirmed by angiography. Finally he determined the endoleak was type IV from another angiography and completed the procedure since the endoleak was expected to be solved after heparin neutralization. The patient's condition after the procedure is unknown as not provided by reporter.

Manufacturer narrative:
Patient outcome was not provided by the reporter. Endoleaks are labeled in the IFU.